Event description:
It was reported that during implant attempt, the right ventricular lead was not long enough for the patient. The lead was replaced. It was also reported that the left ventricular lead was unable to fit into the sub-selected vein due to size. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Primary analysis results revealed there were no anomalies found. There was blood in/on helix mechanism. (B)(4) the full lead was returned and analyzed. Primary results revealed there were no anomalies found.